Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. The pump was programmed to deliver an unspecified concentration of esmolol, at a dose of a 500mcg/kg/min, with a vtbi (volume to be infused) of 183ml instead of the intended vtbi of "about 3. Something cc" and the delivery was started. No further programming parameters were provided. It was reported that after 9ml had infused, the nurse noted the programming error. At this time, the patient had an unspecified decrease in blood pressure and was treated with an unspecified concentration of neo-synephrine. There were no reported adverse patient sequelae. After a specified length of time, the esmolol therapy was resumed. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.